Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of rheumatoid arthritis, depression, disc disease, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Patient reported "I have a diagnosis of rheumatoid arthritis, depression, and disc disease...I had my fourth bladder surgery in (B)(6) and the mesh implant has been a problem...I get infections a lot and other problems associated with it." The manufacturer of "mesh implant" was not specified, manufacturer of the device is unknown. No further information was obtained.